Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient tried to squeeze into the car and the patient could feel the lead shift in (B)(6) of 2017. The patient reported that they saw their healthcare provider (hcp) and they verified that the lead wire did shift. The patient has an appointment on (B)(6) to discuss revision. No further symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she was still having the same issue with her device in her back, that it had shifted. The patient stated her healthcare professional mentioned there might be an issue with scar tissue and wanted to remove the whole system and then give the patient an MRI. The patient noted they preferred to have a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had an x-ray done and that their hcp said the lead 'was in place' but gave them the names of 2 manufacture representatives to call and get reprogrammed. It was noted that the patient had not contacted the reps because they have to travel far to meet with them which it a 'pain in the butt.'

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they saw the doctor who recommended a left lead replacement, but this specific doctor only removed devices, and didn¿t perform revisions. As a result the consumer was looking for additional physicians. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had stimulation in an undesired location. The patient felt stimulation on the wrong location and thought her lead may have moved. The stimulation was supposed to be going down the left leg to the foot but she felt it in the right side. As a result of the patient not getting stimulation in her left leg/foot, her foot felt like it was twice the size it should be. When asked what she was doing when she felt the change in stimulation, the patient reported that she was at the market and someone¿s wheel pushed up against the patient¿s wheel and she didn¿t have much room to get through so she squeezed in and screamed in pain. The issue began in (B)(6) 2017, two weeks prior to (B)(6) 2017. The patient was to follow-up with a healthcare professional (hcp), but did not have a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the lead migration and stimulation in the wrong location had not yet been resolved.